Manufacturer narrative:
Since this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that verifier 25mm 020 file broke during use. The broken part could not be removed and the tooth was extracted.

Manufacturer narrative:
Summary: involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. The provided batch number #7079060 shows that this production was made on 2010. DHR is not available anymore, review cannot be performed. Root causes are not identified. We will track this kind of event and monitor the trend.

Manufacturer narrative:
Additional information: device received. The following is the investigation results:summary: five verifiers 25mm 020 were returned (one file in loose + four unused files). File in loose is broken at the base of the active part (fatigue). No material defect was found during analysis of the rupture pattern. The batch number #(B)(4) shows that this production was made on 2010. DHR is not available anymore, review cannot be performed. Unused files were evaluated and were found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend.